Event description:
It was reported that at the 66 month followup post right carotid stenting, the asymptomatic patient was found to have 80% stenosis and thrombosis from a routine ultrasound. X-ray showed a possible stent fracture; however, this was ruled out at a later time. On (B)(6) 2012, an endarterectomy was performed and the stent was explanted. The patient tolerated the procedure well and was discharged on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. There was no reported product deficiency. The reported patient effects of thrombosis and restenosis are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.